Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up indicated that the patient's ipg was explanted and replaced, restoring therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was not able to communicate with external devices. Troubleshooting was attempted to no avail. Surgical intervention may be pending to address this issue.